Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep recommended replacement of the static random access memory. The customer canceled the service call. No further info is available.

Event description:
The customer reported that the system would display an error message upon boot up. No pt injury was reported.